Event description:
It was reported that the patient presented to the ER after receiving an inappropriate shock from their defibrillator. The patient was asymptomatic before the shock. Review of the episode showed atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that the patient had a ventricular tachycardia (vt) episode, for which the patient received a high voltage shock appropriately. The patient¿s potassium level was low. Programming changes were made. The patient was stable before, during, and after reprogramming.